Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off as the plastic part was not sticking in the adhesive. No further information available.